Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that data synchronization was failed. The technical support specialist (tss) dialed into the station and found the application showing an unexpected data error. Tss proceeded with the data sync 2.0 recovery procedure, configured auto login, and confirmed the station was fully functional afterward. Tss also updated the time zone to reflect the facility local time. Customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist (tss) troubleshot the device.

Event description:
It was reported that when using bd pyxis¿ medstation¿ es, data synchronization failed, and when the customer clicked on it, they immediately received errors before the application closed on its own. There were no adverse events or injuries reported based on this event.